Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Troubleshooting with tandem technical support was performed. The customers blood glucose level was not impacted. It was indicated that the customer would use backup pump as alternate insulin therapy.